Event description:
Reportedly, the pump overinfused. Nursing did not know whether there was a problem with the pump or the incident was due to user error. There was no patient injury.

Manufacturer narrative:
The device evaluation is underway; results will be reported when the evaluation is completed.